Event description:
It was reported the xenon light source had no image when scope was plugged in. The issue occurred at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the result on the investigation the customer's allegation could not be reproduced, since the device passed all tests, therefore the issue was not confirmed. A presumable cause neither a root cause could be identified. Olympus will continue to monitor field performance for this device.